Event description:
During a revision of a pca stem using restoration modular, the mcreynolds distal stem remover was placed into the definitive conical stem for removal, with one slap of the slap hammer, the distal stem remover snapped, leaving part of it in the definitive stem in the pt. A bur on reverse was used to reverse the broken screw out of the stem.

Manufacturer narrative:
Additional info has been requested and if available it will be submitted on the supplemental report.